Event description:
A programming history database periodic review was performed and revealed that the last impedance value for this patient was within normal limits.

Event description:
Patient presented with high lead impedance and x-ray images were ordered but no lead breaks were identified. The x-ray images were received and reviewed. The lead was observed in the patient¿s neck. A strain relief bend and loop appear to be present but if they were placed per labeling could not be assessed due to the angle and quality of the images. Two tie-downs were present. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. The device history records of the lead was reviewed. The lead passed final functional tests prior to distribution. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient was recently seen in clinic and their lead impedance was within normal limits and no known intervention was taken to resolve the high impedance. The lead impedance has been fluctuating between high and normal since (B)(6) 2021.